Manufacturer narrative:
The customer discarded the affected product.

Event description:
The customer complained of erroneous results for 9 patient samples tested for troponin t stat (short turn around time), cardiac t - (troponin t stat). The initial troponin t stat results were performed with reagent lot number 18746101 from reagent pack 017779. The samples were repeated on a different e601 analyzer with a different reagent pack. The repeat results were believed to be correct. The erroneous results were reported outside of the laboratory. (B)(6). No adverse event occurred. The e601 analyzer serial number (B)(4). The customer discarded the reagent pack in question and replaced it with another reagent pack with the same reagent lot number of 18746101. The issue did not occur again after the reagent pack was replaced. A specific root cause could not be identified. The customer discarded the affected reagent pack kit. It is likely that a transportation, storage or handling issue isolated to the reagent pack kit number 017779 caused the erroneous high results.